Event description:
The event is reported as: incoming inspection report alleges: "faulty sealing". No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.